Event description:
It was reported that this right atrial (ra) lead dislodged into the right ventricular (rv) chamber. Data analysis showed atrial and ventricular sensing at the same time. Right atrial automatic threshold (raat) showed atrial pacing caused an r wave. X-ray was suggested followed by ra lead revision. Lead remains in service. No additional adverse patient effects were reported.